Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the third metacarpal on (B)(6) 2016, as the surgeon was using a screw driver on a second screw, the tip of screw driver broke. Another screw driver was available to complete the procedure without further complications. There was no surgical delay or patient harm reported. The patient¿s postsurgical status was stable. Concomitant device reported: one unknown screw (part number unknown and lot number unknown). This report is 1 of 1 for (B)(4).